Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage. With all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a faradrive steerable sheath clear during preparation for a pulmonary vein isolation (pvi) procedure to treat de novo paroxysmal atrial fibrillation presented with air inside during flushing, sucked through the valve. Another device was used, and the procedure was completed without patient complications. The faradrive steerable sheath has been returned for analysis.

Event description:
It was reported that a faradrive steerable sheath clear during preparation for a pulmonary vein isolation (pvi) procedure to treat de novo paroxysmal atrial fibrillation presented with air inside during flushing, sucked through the valve. Another device was used, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.